Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a quick-set cd 23" 6 mm infusion set, with no reported alarms, leaks, or interruption of insulin delivery; the user was guided through a set change and glucose values subsequently trended down. Symptoms included elevated blood glucose, with a reported high of 243 mg/dl, without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no need for back-up therapy, no medical intervention, and no hospitalization. Investigation included troubleshooting and education by support personnel. Investigation of this case revealed no device alarms and no confirmed device malfunction, and the precise cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.